Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has been having trouble with recharging the implanted neurostimulator (ins) since implant. The recharger will find a signal and charge for a few minutes and then start to beep again. Patient saw their healthcare provider about 6 months ago who noted the ins may have moved slightly. Patient has tried different sitting positions, putting an ace wrap around to keep recharger in place, and removing recharger from the drape. Troubleshooting during call included resetting the recharger. The recharger connected, disconnected once, and then reconnected and stayed connected for the duration of the call. Agent reviewed how to use the handset and recharging app. Patient was able to connect to the implant and charge with excellent connection. The troubleshooting steps that were taken on the call resolved the issue. Patient met with their doctor today and wants to have a non-rechargeable implant. Patient services redirected patient to doctor if connection issue persists. No symptoms were reported.